Event description:
During an in clinic follow-up, the device was found to be at elective replacement indicator (eri) sooner than expected. Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Device was received in backup mode which was triggered after explant due to exposure to cold temperature. As received the device battery was depleted to elective replacement indicator (eri) level. Device image was analyzed and device was programmed to auto settings. When device is in auto settings, it will adjust pacing output based on patient requirement and may cause change in longevity. Product code was reloaded and further electrical testing did not find any anomaly. Longevity assessment was performed, and device exceeded 75% of the projected longevity and is considered normal depletion.